Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hypodermic needle. The customer reports that the needle broke near the hub during an injection. The needle was able to be removed from the patient with no further impact reported. There was no harm to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.